Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. It was noted that the sheath was separated from the outer member at the proximal end of the sheath but was still intact. The reported difficulties were unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation determined that the reported difficulties were due to procedural circumstances. It is likely that the distal shaft was bent or restricted in the anatomy causing the noted damage and preventing the shaft lumens from moving freely resulting in resistance with the thumbwheel and deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and calcified lesion in the left external iliac artery. The 7.0x60mm absolute pro self expanding stent system (sess) was advanced without resistance to the lesion. During deployment, resistance was met rotating the thumbwheel, resulting in difficulties deploying the stent. The thumbwheel and shaft had to be torqued in order to completely deploy the stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.